Event description:
The patient presented in-clinic due to a ventricular tachycardia. Upon investigation, the device had incorrectly interpreted the arrhythmia as a supraventricular tachycardia, which led to the device withholding high voltage therapy. The healthcare professional delivered a manual shock via the device to terminate the arrhythmia. Abbott technical support was contacted and recommended reprogramming. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the device was later reprogrammed to resolve the event. The patient was in stable condition.